Event description:
It was reported that the manufacturer representative (rep) would be in a revision case the day after the report. It was asked if there was a stylet kit available. The query was resolved. The rep hadn¿t gotten any specifics of the healthcare provider (hcp) and patient for the revision. It was later noted that the patient was in a car accident and lost coverage. The affected lead was removed and a new one was implanted. There were no malfunctions seen intra-operatively. The patient was doing well.

Manufacturer narrative:
Concomitant medical products: product ID 3550-27, serial# unknown, product type: accessory; product ID neu_unknown _lead, serial# unknown, product type: lead; product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).